Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, load a new cartridge, and resume insulin therapy with current pump. Customers blood glucose level was 185 mg/dl.